Event description:
It was reported that during a device upgrade procedure from a cardiac resynchronization therapy pacemaker (crtp) to a bi-ventricular implantable cardioverter defibrillator (ICD), the doctor attempted to insert the chronic left ventricular (lv) lead into the ICD lv port, and it would not go all the way to the back of the header. It appeared to be getting caught up on the non-functional ring. After multiple attempts the doctor tightened the set screw, however the pin was not all the way back, and the lead came right out when tugged. Mineral oil was then used to lube the lead, and it still would not fit into the lv port. A physical examination discovered that the lead pin looked slightly bent. The physician suspected that the ICD header was defective, and so a second ICD was requested. The lv lead would also not fit into the lv port of the second device. The next step was to use an extender/adaptor after the doctor straightened the lead tip with forceps. The lv lead went all the way into the extender/adaptor, and all numbers were found to be within range when the second ICD was tested. It was further reported that both of the devices have is-1 connectors, however the bore depth is different. The first ICD that was attempted was not used. The second ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.